Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three years ago from date manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that patients ipg was unable to charge. The patient was doing well post operatively. The explanted device will not be return as facility did not release it.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that patients ipg was unable to charge. The patient was doing well post operatively. The explanted device will not be return as facility did not release it.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in blocks h6.